Manufacturer narrative:
No disposable devices will be returned, therefore no direct product analysis is available. The treatment file printout from the control unit was obtained and reviewed along with the catheter device history record. All mfg and qa testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The treatment file revealed that the sys and catheter operated properly and that the treatment was interrupted by the operator at the time of the event. The physician suspected that the pt experienced a vasovagal response. The pt has recovered and is currently doing fine.

Event description:
It was reported that approx 15 mins into a transurethral microwave treatment (tumt) procedure, the pt's blood pressure dropped, and the pt became uncomfortable. When the pt's blood pressure would not come up, the physician stopped the treatment and the pt was sent to the ER. No other pt injuries were reported and the pt is currently doing fine. The physician suspects the pt had a vasovagal reaction.